Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old male patient was implanted with an impella cp for mechanical circulatory support. During support it was noted that the right lower extremity (rle) mottled and pulses were not dopplerable. The patient received 1l bicarb, 500cc albumin and 1 unit of packed red blood cell (prbc) transfusion. Plans were made for the vascular surgery team to re-evaluate the right leg for potential revascularization.